Event description:
It was reported that the patient had an electrical storm. The device appropriately detected and delivered multiple therapy to the patient. Prolonged charge times were noted during the event. External defibrillation was needed to convert the patient to nsr. Patient was admitted to the ICU on a mechanical ventilator. Device remains in situ.

Manufacturer narrative:
No medwatch form was received.